Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second posterolateral segment (rpl). A 3.0 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. During the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed. And the procedure was completed with another of same device. There were no patient complications, and the patient was in good condition post-procedure.